Manufacturer narrative:
The complaint investigation for false reactive alinity I havab igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. The overall performance of alinity I havab igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I havab igg reagent, lot number 49541be00, was identified.

Event description:
The customer observed false reactive alinity I havab igg results for one patient. The customer reported quality control results out of range with a reagent bottle, lot number 49541be00-06651. The customer loaded a different reagent bottle, lot number 49541be00-07881, and the quality control results were in range, so the customer tested previous patient samples with both reagent bottles and the following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive):sample ID (B)(6) result, with lot number 49541be00-06651, was 5.52, result, with lot number 49541be00-07881, was 0.12 s/co. The reagent pack, 49541be00-06651, was recalibrated and the quality control results were out of range again. The sample was tested again, and the result was 5.52, repeated, with lot number 49541be00-07881, was 0.13 s/co. There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I havab igg results for one patient. The customer reported quality control results out of range with a reagent bottle, lot number 49541be00-06651. The customer loaded a different reagent bottle, lot number 49541be00-07881, and the quality control results were in range, so the customer tested previous patient samples with both reagent bottles and the following data was provided (<1.00 s/co is nonreactive, 1.00 s/co is reactive): sample ID: (B)(6). Result, with lot number 49541be00-06651, was 5.52, result, with lot number 49541be00-07881, was 0.12 s/co. The reagent pack, 49541be00-06651, was recalibrated and the quality control results were out of range again. The sample was tested again, and the result was 5.52, repeated, with lot number 49541be00-07881, was 0.13 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p26-22, that has a similar product distributed in the us, list number 08p27.